Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st( device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventrio st. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 or (B)(6) 2018:the patient underwent surgery for implant of an unspecified bard/davol ventrio st or an unspecified bard/davol ventralight st(device #1). The patient is only making a claim for an adverse patient outcome against the ventralight st(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2015) is considered to be a best estimate. Updated fields: a2, a4, b2 (outcomes attributed to adv ev), b3, b4, b5, b7, d4 (product catalog no., corporate lot no., UDI no., expiry date), d.6a (date of implant), d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10 this supplemental emdr represents the bard/davol ventralight st mesh (device 1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015 or (B)(6) 2018: the patient underwent surgery for implant of an unspecified bard/davol ventrio st or an unspecified bard/davol ventralight st(device #1). The patient is only making a claim for an adverse patient outcome against the ventralight st(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with acutely incarcerated recurrent incisional hernia thereby underwent open repair with the implant of ventralight st mesh (device 1). Per op notes, "an ventralight st mesh (device 1) was placed intra-abdominally using sutures." (B)(6) 2016 - patient was diagnosed with incarcerated giant ventral hernia thereby underwent repair with removal of mesh (device 1) and implant of ventralight st mesh (device 2). Per op notes, "extensive adhesions between the folded mesh and the small bowel was taken down. An incision was made through the existing scar from the epigastrium to the bowel. The mesh on the left (device 1) was completely excised, part of the mesh on the right was left in place as there was no fascia to cover the repair. The hernia defect was noted, a ventralight st (device 2) was placed in an underlay fashion using prolene sutures." (B)(6) 2018 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device 3). Per op notes, "an upper midline incision was made, hernia sac was encountered and dissected. A ventrio st (device 3) was placed into the defect using sutures." (Note: the previously placed ventralight st (device 2) was not seen during this procedure).